Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and it was noted that the heater tray was discolored. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that this patient was completing temporary hemodialysis (hd) due to a hernia repair which occurred in (B)(6) 2025. It was not confirmed if the hernia was pre-existing prior to the start of peritoneal dialysis. The patient is completing in-center hd until completely healed. Attempts to obtain additional information were unsuccessful.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that this patient was completing temporary hemodialysis (hd) due to a hernia repair which occurred in (B)(6) 2025. It was not confirmed if the hernia was pre-existing prior to the start of peritoneal dialysis. The patient is completing in-center hd until completely healed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.